Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone high blood glucose and no delivery alarm. Customer's blood glucose level went as high as 400 mg/dl. Troubleshooting for no delivery was performed. Customer advised they change out their sites, syringes and infusion sets daily. Customer declined to receive replacement infusion sets. Troubleshooting for high blood glucose was performed. Customer experienced thirst and difficulty breathing. Customer was advised their symptoms may be the onset of diabetic ketoacidosis. Customer advised they treat themselves via manual injection when their blood glucose goes very high.